Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a microbore catheter extension set with one-link needle-free IV connector would not allow fluid to flow through while connected to a 22 gauge catheter (non-baxter product). This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.